Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A quote for the device repair has been provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker error. The device does not produce sound. It is unknown if the device was in use at the time of the event and there was no adverse event reported.

Manufacturer narrative:
Become aware date and event date are updated to 03mar2025 based on a new document located in the source record. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed the speaker was defective. The speaker was replaced and the device was operational after repairs were completed.